Event description:
It was reported that the user was unable to slide to unlock the ilet after multiple attempts, and a remote restart did not resolve the issue; the user also reported a large crack across the screen while in the garden, and she had been attempting to replace a libre 3+ sensor. Symptoms included an inability to operate the device due to a cracked display, which impeded insulin delivery and meal announcements. Outcomes included the need to shut down the device, reliance on backup therapy, and replacement of the affected pump. Investigation included customer interview and device use troubleshooting. Investigation of this case revealed physical damage to the display consistent with a cracked or broken screen that prevented normal operation. It was concluded that the device experienced a hardware failure due to a damaged display, resulting in loss of intended function without injury.